Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation. Arjohuntleigh will be trying to obtain additional information relating the new fact revealed by the facility. We will provide a follow-up report based on details we will receive.

Event description:
Arjohuntleigh has become aware of the customer complaint indicating that at as a consequence of lifting procedure, using the sara 3000 lift, the resident received a serious injury described as a femoral fracture. No further information have been revealed so far therefore arjohuntleigh will be trying to obtain additional information relating this particular complaint. We will provide a follow-up report based on details we will receive.

Manufacturer narrative:
An investigation was performed based on the very limited information reported by the customer facility. Arjohuntleigh has become aware of the customer complaint indicating that as a consequence of using sara 3000 active lift, an adverse event occurred. Initially it was reported that the resident suffered a serious injury described as femoral fracture. However while arjohuntleigh was making an additional attempts to receive more information, the customer asserted that there was no incident. In order to understand the circumstances of the issue better and confirm the initial information received, arjohuntleigh was trying to arrange a customer site visit. Despite our best effort, the customer refused to reveal further information about this incident and did not give arjohuntleigh a permission to inspect the sara 3000 device. In respect to the limited nature of this information, we were left to review very limited information received and compare it to our product knowledge, per our best efforts. The complaint description suggest that lift caused or contributed to the resident's injury. In reference to our best product knowledge, the suggested indication seems to be incorrect, for the following reasons: patient supervision. According to the device instruction for use (kkx81010m), sara 3000 shall always be handled by a trained caregiver, continuously attending the resident. "Sara 3000 shall always be handle by a trained caregiver, continuously attending the resident, and in accordance with the instruction (..)" - page 3; another factor that should be pointed out is sling attachment. Once the sling is attached correctly the resident can be partially suspended under their armpits by the sling what allows resident to be transferred in a safe and comfortable way. In accordance to the device instruction for use (kkx81010m): warning: always check that all the sling attachment clips are securely connected and fully in position before and during the lifting cycle, and in tension as the resident's weight is gradually taken up" - page 11; intended use of the device as described in the IFU is that it is intended for short transfers for resident that among other things are required to be able to partially bear weight on at least one leg and have some trunk stability. "(..) The resident has been clinically assessed to correspond to the following criteria: sits in a wheelchair, is able to partially bear weight on at least one led (..)" - page 5; device working condition. As per device instruction for use, the service and maintenance of the device must be performed according to the schedule indicated in the IFU to ensure that the product remains within its original manufacturing specification. Initial information reported to arjohuntleigh ssu does not include any information or indication that the device had failed. The limited information and lack of possibility to gather more information unfortunately does not allow us to establish whether the device actually malfunctioned or not. "The sara 3000 is subject to wear and tear, and the following actions must be performed when specified to ensure that the product remains within its original manufacturing specification - page 19". It has to be emphasized that sara 3000 device has been designed, produced and certified to provide safe and efficient handling, including safety of the resident and the caregiver, on the condition that the instructions for use are followed. The device is equipped with an emergency stop - and lowering system that provides safe and comfortable transfer completion even in case of emergency situation. In summary, when the IFU and the correct procedure of patient transfer is followed, it appears highly unlikely that sara 3000 device may put a resident at risk. According to the available information, we may assess that while the event occurred the device was used for treatment of a person, and therefore it played a role in the event. As per initial information obtained, a serious injury occurred. Our below evaluation shows that alleged injury likely is not a result if using our device by itself but a result of performing incorrect handling procedures and not following the instructions.